Event description:
Information provided in complaint description was little, however, over infusion was suspected.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 1 second or 99% of expected accuracy. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.